Manufacturer narrative:
Calibration and controls were acceptable prior to the event. Controls for sodium were outside of range after running the affected samples. A review of the alarm trace data showed a sample short alarm. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the sodium electrode on a cobas 6000 c (501) module. The customer stated that controls run for sodium were outside of range, so they repeated patient samples that were tested prior to the outage. The samples were repeated on a second analyzer and of these, 4 had discrepant sodium results. The repeat values were deemed correct. The first patient sample initially resulted in a sodium value of 132 mmol/l and it repeated as 140 mmol/l. The second patient sample initially resulted in a sodium value of 130 mmol/l and it repeated as 136 mmol/l. The third patient sample initially resulted in a sodium value of 134 mmol/l and it repeated as 140 mmol/l. The fourth patient sample initially resulted in a sodium value of 134 mmol/l and it repeated as 140 mmol/l.

Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The field service engineer checked the analyzer. The sipper syringe seal was found to be worn. The ise sipper syringe seals were replaced. The ise waste port was cleaned. The fluidics and reaction cell rinse mechanism vacuum lines were decontaminated. The rinse mechanism water rinse volume was low, so it was adjusted. Probe washing was checked. The gear pump pressure was acceptable. The sample syringe plunger set screw was checked. The vacuum pump diaphragms were worn, so the vacuum head valves and diaphragms were replaced. The vacuum elbows were cleaned. Ise checks were acceptable. Calibration passed. The sample probe was cleaned and precision studies were performed. All checks passed. The investigation is ongoing.